Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. The pump was received with intermittent button response during testing due to corroded keypad traces. The pump was received with cracked case on display window corners, scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer stated that the high readings were due to a bent cannula. The customer stated that she had a few bent cannulas. The customer stated that the numbers were not ramping on their own. The customer stated that the scroll bar is not moving up or down without input from the user. The customer was advised that the pump will be replaced even if the pump keys intermittently do not respond. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.